Manufacturer narrative:
Pump received with no button response due to unlocked j2/lcd keypad connector. Also received with cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
Customer reported that the insulin pump's buttons were unresponsive. Customer reported that this error occurred during bolus. Customer reported that the insulin pump was dropped repeatedly. Blood glucose level was 363 mg/dl at the time of the call. Customer reported treating with a manual injection. No further information was provided.